Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon while in the vessel. The dislodged stent was then trapped by implanting another synergy stent and the procedure was completed. No patient complications were reported and the patient's status was good.